Manufacturer narrative:
The field service engineer (fse) visited the customer site where the customer stated they found gel on the sample probe and replaced it. The customer last performed calibration on (B)(6) 2021 and it was acceptable. Qc results were acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the customer's alarm trace data. The customer's actions of replacing the sample probe resolved the issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for vancomycin on a cobas 8000 c 502 module. The initial result was 23.3 ug/ml. This result was reported outside of the laboratory. The sample was repeated twice on a different c502 module with results of 6.0 ug/ml and 5.5 ug/ml. The vancomycin reagent lot number was 55134601 with an expiration date of 30-nov-2022.